Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was in use on a patient, and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event during normal ventilation mode, but testing in diagnostic mode failed. The service technician noted a diagnostic code in the ventilator log history that indicated there was a vent inop due to an exhalation autozero failure. The service technician reported a wired pin connection on a main board cable was fully inserted into the connector. The service technician replaced the cable to correct the finding. Extended self testing (est) and final applicable testing was completed and tests passed to operating specifications.

Manufacturer narrative:
The service technician reported a wired pin connection on a main board cable was not fully inserted into the connector.

Event description:
Supplemental report